Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion, the doctor found the swg stuck in the needle, the swg can't inserted into and out from the needle. Later, the swg was found kinked. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4). The customer returned one guide wire within its advancer and a single-lumen catheter for analysis. The introducer needle was not returned. Signs of use were observed on the guide wire. The guide wire was observed to have one kink towards the distal end of the body. The distal j-bend was misshapen but intact. Both welds were present and were observed to be full and spherical. The kink measured 350 mm from the proximal tip of the guide wire. The overall length of the guide wire measured 457 mm, which is within the specification limits of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.783 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory 18ga introducer needle and arrow raulerson syringe (ars) to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The IFU warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked was confirmed through complaint investigation of the returned sample. The guide wire had one kink towards the distal end of the body. The introducer needle was not returned. The returned guide wire met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances and without the introducer needle returned, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion, the doctor found the swg stuck in the needle, the swg can't inserted into and out from the needle. Later, the swg was found kinked. They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."